Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii, and granuloma.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, extracapsular rupture with silicone perspiration discovered during explant surgery and siliconoma. The device has been explanted.